Event description:
Pt. Undergoing muscle biospy left deltoid area. 4-0 ethicon sutureneedle broke off in arm after biopsy. X-ray demonstrates needle in sq tissue. Patient taken to ER for wound exploration. Curved needle located and removed. Wound closed with 3.0 ethicon suture. Dressed with neosporin & pressure dressingdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.